Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the door hasp was falling off. A field service engineer (fse) reattached and adjusted hasp to resolve the issue then helped pharmacy to recover a bad pocket and reload med. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es auxiliary refrigerator latch had detached from the refrigerator door, leaving the medications unsecured. The customer stated that there was a delay in the dispensing of medication. There were no adverse events or injuries reported based on this incident.